Event description:
In 2002, the pt experienced heat stroke, rhabdomyolysis with renal failure, & hyperthemia (>105f). The pt's condition deteriorated & they were diagnosed with a left parietal occipital stroke with right hemiparesis & a right frontal infarct. A peg tube was placed for nutrition secondary to severe dysphasia. Diagnostic tests did not reveal any leak around the sjm valve. Four or five mos later, the pt experienced pulmonary edema & pleural effusions. The valve was explanted. Evidence of pvl in the left coronary & noncoronary cusp area & a large sinus of valsalva type aneurysm with what appeared to be a separation of the aortic & mitral valve annulus with a pseudoaneurysm (approx. 1cm) between the aortic & mitral valve annulus was noted. Associated with the inferior rim of this aneurysm was an area of tight subaortic membrane which would not admit a 19 mm sizer. The pt had clear evidence of pvl with disruption of the sutures in the left coronary, noncoronary commissure area as described. The pt continues to experience some fatigue.